Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during an esophagogastroduodenoscopy (egd) procedure (male patient, age and weight are unknown). According to the complainant, during the procedure, the forcep tore through the skin rather than slicing. A resolution clip device was used to stop the bleeding and the procedure was completed with another radial jaw 4 single use biopsy forceps large capacity. There was no serious injury reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported as "patient is fine". This device is the first of two reported to malfunction during this event. Refer to manufacturer report # 3005099803-2008-3075 for details of the second device.

Manufacturer narrative:
A visual examination of the returned device's riveting, laser welding, clevis and cutters found no anomalies. A functional evaluation for opening and closing, loop retroflex, bite and ring gauge was performed and all results fell within the manufacturer's specifications. The cause of the reported malfunction is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies related to the reported complaint were noted. A search of the complaint database revealed no additional complaints reported for the same lot.